Manufacturer narrative:
Device received with cracked case (battery tube) and broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had reservoir lip ring damaged. The customer¿s blood glucose was unknown at the time of incident. Customer reported that damage to the insulin pump and damage to the battery compartment and crack to the housing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.